Manufacturer narrative:
(B)(4). (B)(6). The date of event onset was reported as ¿in the last two days¿ prior to the receipt of this report. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event, hospitalization, treatment details, recovery status, and action taken with pd therapy were not reported. No additional information is available.